Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and when ablation was being conducted, catheter movement was observed on the display along with error codes 401, 402, 319. The cable was changed but the issue continued. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. The issue of error codes being displayed is not considered a reportable event. The complaint product was returned to biosense webster inc.¿s (bwi) failure analysis lab (fal) for evaluation. During evaluation on 5/24/2018, scanning electron microscope (sem) test results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. A hole on the pebax is considered a reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through sem analysis on 05/24/2018 and has reassessed this complaint as reportable.

Manufacturer narrative:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and when ablation was being conducted, catheter movement was observed on the display along with error codes 401, 402, 319. Upon product return, a scanning electron microscope (sem) test results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. A hole on the pebax is considered a reportable malfunction. Product evaluation details: the device was visually inspected and reddish material was found under the pebax, no damage was observed. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the pebax damage cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s ref # (B)(4).